Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Unit power up properly after battery installation. No blank display noted. Thump software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. However, during download history review pump error 24 alarm was recorded on (B)(6) 2025 23:20:00.000. Pump error 24 was triggered when the mtr_vcc voltage was less than 2.9v for 3 consecutive minutes. The following cosmetic damages were noted: pillowing keypad overlay, cracked keypad overlay, label damage (faded), cracked case-corner of belt clip rails, battery tube threads - cracked, missing display window/cover, cracked case (battery tube) and scratched case. Pump was cut open to perform visual inspection and found corroded electronic assembly. In conclusion, no blank display was noted during testing. However, corroded electronic assembly was noted during visual inspection. In addition, pump error 24 alarm was recorded in download history files, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump had a crack near the front buttons for approximately six months, was exposed to ocean water splashes, and subsequently stopped working, resulting in a blank display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for damage, and the customer reported damage to the keypad and battery tube side. The customer also reported that the functionality was affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer response was that the device would be returned.